Event description:
A customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, allowing the pump to be used continuously. The customer was advised to contact technical support again if the malfunction recurred, and they acknowledged this guidance.